Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3795 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that leak identified externally ¿ line 11cm from exit. Managed by here and cit only post insertion. No other information was provided.

Event description:
It was reported that leak identified externally ¿ line 11cm from exit. Managed by here and cit only post insertion. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter approximately 8.7 cm distal to the molded joint. Multiple kinks were observed in the catheter between the 3 cm and 9 cm depth markers. The ink on the extension leg, molded joint, and some of the depth markers near the proximal end of the catheter was observed to be worn and faded. A microscopic observation revealed the split was slightly curved with mostly even edges. The split appeared to be larger on the outer surface of the catheter than on the inner surface, and superficial damage was observed at and extending from the corners of the split. Whitening of the catheter material was also observed at the corners of the split. Striations or beach marks were observed on the fracture surfaces, which were observed to be mostly flat. The shape and texture of the observed split, as well as the superficial damage observed at the corners of the split indicate the catheter was mostly likely damaged superficially due to contact with an instrument or hard surface, which weakened the material and ultimately caused the catheter material to split due to fatigue at this location. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ and ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redw3795 showed one other similar product complaint(s) from this lot number.